Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a pacing problem with the implantable pulse generator (ipg). The ipg failed to track a sinus rate of 110 beats per minute in ddd. Atrial testing resulted in ventricular pacing instead of atrial pacing. Appropriate lead connections were confirmed, and appropriate lead function was confirmed when checking through analyzer. The issue remained when the device was reconnected to leads. The ipg was disconnected and was not implanted. A new ipg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.